Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the implantable cardiac monitor exhibited undersensing, which resulted in a false pause episode. No intervention was performed, and the patient will continue to be monitored. No patient consequences were reported.